Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell. Afterwards, she was unable to feel stimulation coverage in her targeted area of pain (right foot up to the right knee). X-rays confirmed the lead had migrated. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the lead was repositioned. The patient reported effective stimulation coverage postoperative.